Event description:
Pt developed cramps and chills during a dialysis treatment and was removed from the machine.

Manufacturer narrative:
The incident in question involved three pts dialyzed on one machine on or about february 17-18. All three pts experienced symptoms consistent with hyponatremia developing during their dialysis treatment. The above treatments were the first following a preventative maintenance by a facility tech. The facility claims that no adjustments to the machine were made. The facility further clamis that bicarbonate and final conductivites (and therefore bicarbonate and final sodium) levels were low, yet the machine operated without alarms. The facility also alleges that they checked the conductivity of the dialysate before dialysis using an independent conductivity meter and found the conductivities to be appropriate. The machine parameters taken from the machine by the svc rep upon arrival at the facility are presented in the memo from richard homol to robbin procopio (stamp dated 2/22/97). These were the alleged machine parameters which caused the three pt incidents. It can be seen that the machine display readings for final conductivity were much higher than the independent meter readings. Similaryly, the bicarbonate setting on the machine should have produced a dialysate conductivity which was higher than that measured by the independent meter. Gambro healthcare believes that this situation is consistent with a machine miscalibration, and that the machine calibration was not checked by a independent meter prior to beginning pt treatments. It is also possible that the calibration was checked by a miscalibrated independent meter. This scenario is especially consistent with the fact that the machine had just been through a pm procedure.